Event description:
The dental implant fx4508swc was removed on (B)(6) 2017 due to loss of osseointegration 5 months and 1 week after implantation. The doctor indicated that the implant was removed due to peri-implantitis and pain. The patient has medical history as a diabetic. The patient has been recovered without complications.